Manufacturer narrative:
During review of these data files, thermo fisher scientific identified a single (1) false positive patient sample call. One (1) sample in data file sars081420thermop1_copy.eds contained an air bubble in the well that popped during pcr cycling, which resulted in non-specific amplification that crossed the threshold and caused a total of one (1) false positive clinical call. The root cause of the issue was identified as improper centrifugation of the qpcr plate to release the trapped air bubbles. The customer was advised to replace their centrifuge with a model capable of being programmed to 650g.

Event description:
Customer reported poor ms2 amplification and results were showing discrepancies, with one suspected false positive patient result. The customer provided thermo fisher scientific with 6 data log files from 7500 series instrument on 21-aug-2020. Analysis of the customer's data by thermo fisher scientific's technical and field application scientists teams revealed issues with poor centrifugation and user error with pipetting causing possible contamination of the qpcr plates. The customer did not report any deaths or serious injuries to thermo fisher scientific. Thermo fisher was not able to confirm whether or not any false results were reported to physicians/patients.